Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05dec2019.

Event description:
The customer reported that the unit has battery failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The field service engineer (fse) replaced the battery to address the reported problem.